Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set tube crack event on 31-oct-2025. The infusion set was in use for two days. The patient did not replace the infusion set. No additional assistance was requested. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6014609 in question was manufactured at the reynosa site. DHR review: the lot 6014609 was manufactured according to the work instruction (wi) version 101 and packaging in the multivac 14, on 25/jul/2025, with a total of (B)(4) units. The sub-assembly, welding the lot 5g04106 was manufactured according to the wi version 34 welding in the machine ls24 & ls25, on 23/jul/2025, with a total of (B)(4) units. The lot 5g04107 was manufactured according to the wi version 34 welding in the machine ls24 & ls25 on 24/jul/2025, with a total of (B)(4) units. The lot 5g04108 was manufactured according to the wi version 34 welding in the machine ls06 & ls07 on 24/jul/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 5g04145 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 23/jul/2025, with a total of (B)(4) units. The lot 5e01599 was manufactured according to the wi version 40 in the gluing of connector in the line 09, on 23/jul/2025, with a total of (B)(4) units. The lot 5g04147 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 24/jul/2025, with a total of (B)(4) units. The lot 5g04148 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 25/jul/2025, with a total of (B)(4) units. The lot 5g03977 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 25/jul/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5g02583 was manufactured according to the form version 68 and manufactured in the machine sc08, on 19/jul/2025, with a total of (B)(4) units. The lot 5e01677 was manufactured according to the form version 67 and manufactured in the machine sc05 and sc06, on 08/may/2025, with a total of (B)(4) units. The lot 5f04762 was manufactured according to the form version 68 and manufactured in the machine sc08, on 02/jul/2025, with a total of (B)(4) units. The lot 5f01658 was manufactured according to the form version 68 and manufactured in the machine sc08, on 21/jun/2025, with a total of (B)(4) units. The lot 5d04831 was manufactured according to the form version 68 and manufactured in the machine sc08, on 06/jun/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.